Manufacturer narrative:
The instrument has been investigated. The field service engineer evaluated the instrument and found the tip clamp in the reported problem area of the pipette assembly was broken. The tip clamp was replaced. All tip and plunger clamps were inspected. The instrument was tested without further problem and returned to service.